Event description:
Insertion of swan ganz catheter using arrow introducer kit on 7/16/92. Routine postprocedure x-ray was performed to determine placement. Adjustment performed without mention of complication. Swan ganz catheter was removed on 7/22/92. Surgeon stated "unable to change out the side sheath because guidewire would not pass through. Sheath left in." On 7/23 the patient was transferred to the university of mississippi medical center for further evaluation of pancreatitis. (No mention of swans ganz complications at that time). According to information provided by the physician at umc to our staff surgeon, the patient required emergency surgery on 7/24/92. The umc surgeon indicatedd that the patient had hemorraged from the artery in which the swan ganz catheter had been plaxced with the introducer kitdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was destroyed/disposed of.